Event description:
An olympus employee reported on behalf of the customer, no image appeared (momentary blackout) with the endoeye flex deflectable videoscope. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a broken imaging cable, the screen was black, and no image was displayed. In addition, there were black scratches that could be seen in the image. The image was grainy due to damage to the imaging unit. The curved rubber was scratched. The curved rubber adhesive part was missing. The operation part, grip, angle lever, switch button 1, universal cord, video connector, light guide connector, light guide cover glass and video connector case was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken imaging cable could not be determined. It is possible that the image blackout was caused by failure of the image sensor unit, a defect of the video connector's circuit board, or a system defect. Olympus will continue to monitor field performance for this device.